Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 573 mg/dl at the time of the incident. The customer's blood glucose was 106 mg/dl at the time of call. The nurse stated that the customer treated herself with insulin pen. The nurse stated that the customer was sick, could not breath and felt lethargic. The nurse performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The nurse declined to check for setting issues. The nurse performed high pressure test and the insulin pump passed. The nurse stated that the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.